Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and after delivering a correction bolus, the next morning, the bg was low (under 50 mg/dl). The cause of the high and low bg was not known. A pump system check was performed and no device issues were identified. The pump data was reviewed and the pump was found to be calculating the bolus correctly. Tandem technical support advised the customer to discuss the event with a healthcare provider. The customer acknowledged.